Manufacturer narrative:
(B)(4): the customer reported the device was failing the pads/paddles ECG segment of the user initiated opcheck test. There was no pt involvement. The device was evaluated at philips. Replacing the power pca resolved the failure.

Event description:
The customer reported the device was failing the pads/paddles ECG segment of the user initiated opcheck test. There was no pt involvement.